Event description:
It was reported that the device would not deploy, even partially, during use in the pt. The device was withdrawn from the pt without further incident. The procedure was completed using another of the same size absolute device. No pt effects. No pt info or anatomical info was available. No additional event or pt info is available. Device analysis identified that the stent was dislodged.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned absolute self expanding stent system (sess) noted blood on the handle and in the distal outer sheath and guide wire lumen, consistent with being advanced into the pt as reported. The stent implant was not returned and the distal outer sheath was retracted 12.5 cm proximal from the crown of the tip, which is not consistent with the reported info that the device would not deploy and suggests that the thumbwheel was rotated retracting the distal outer sheath and deploying the stent. The distal outer sheath was wrinkled 1.2 cm distal to its proximal end for a length of 4 cm. The guide wire lumen was kinked at the distal end of the proximal marker. There was no other damage noted to the sess. The handle was in the unlocked position. The handle was opened and the proximal end of the rack was at the proximal end of the handle, further suggesting that the thumbwheel had been rotated and the distal outer sheath was fully retracted. There was no damage noted to the internal mechanisms. Failure to deploy can be a result of, but not limited to, manufacturing, pre dilatation strategy, anatomical conditions, deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens). In this case, there was no damage noted to the handle components and the rack was fully retracted suggesting that the thumbwheel had been rotated and the stent had been deployed. Follow-up info was received from the account on 10/19/2010 regarding the stent not being returned, and no additional info could be provided from the account. Based on this, it may be possible that after the failed attempt to deploy, the system was withdrawn and the thumbwheel was rotated and the stent was deployed outside the anatomy. Additionally, the kink in the stent holder and wrinkling noted in the distal sheath may be the result of preparing/packaging the product for return to abbott vascular. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, online reliability testing results were reviewed and all samples met all manufacturing criteria. A conclusive cause for the reported failure to deploy and noted damage to the distal sheath could not be determined; however, there is no indication to suggest a product deficiency. During production all sheathed stents are 100% visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath. Production also inspects all shafts visually 100%.